Event description:
Philips received a complaint on the v60 ventilator indicating that there was a misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) completed a calibration of the touchscreen, and the device issue did not improve. The asp replaced the touchscreen, and the device issue was resolved. Following the part replacement, the asp completed a cleaning, running test, and functional test before the device was returned to the customer ready for use.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all resistance testing. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.